Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black; preventing from interaction with the graphics and text. Subsequently, the pump emitted a beeping noise. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.